Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of eight representative samples of devices. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The retainers were inspected with no abnormalities. A needle attachment test was performed on the sealed samples and the results did not meet the specifications for this product. Unfortunately, the samples were unavailable for review by engineering. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A 100% pull test was performed on this lot before it was released, and all products met the specification. It is therefore unlikely that the failure was a result of a manufacturing process. A definitive root cause could not be determined regarding the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while they were using a continuous suturing technique and mid way through suturing, the needle detached from the thread.